Event description:
A report was received that the patient¿s lead had high impedances. An x-ray was taken and there seemed to be a break on the lead. The physician stated that there was a lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the broken lead was replaced. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient¿s lead had high impedances. An x-ray was taken and there seemed to be a break on the lead. The physician stated that there was a lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Device evaluation indicated that the lead (sc-2316-50 sn (B)(4)) passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appeared to have been sutured. All cables were broken/ severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. There were no exposed cables.

Event description:
A report was received that the patient¿s lead had high impedances. An x-ray was taken and there seemed to be a break on the lead. The physician stated that there was a lead fracture. The patient will undergo a revision procedure.